Event description:
It was reported per literature review titled "reinforcement of a subcutaneous pocket for implantable cardioverter defibrillator insertion using acellular dermal matrix: a case report." That this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully but five months later thinning of the distal and lateral aspects of the s-ICD pocket was observed. The cardiologists consulted the plastic surgery department with the request to replace the s-ICD because of concerns about device exposure. The s-ICD was thus explanted. Two weeks later a new device was implanted successfully. No adverse patient effects were reported.